Event description:
Ous MDR - it was reported that a perforation occurred 4 months after the implantation.

Manufacturer narrative:
The returned lead underwent extensive analysis. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed that the inner conductor helix was kinked between the tip electrode and the ring electrode. Furthermore, the steroid collar was deformed. The analysis showed that the cause of the deformations is probably excessive mechanical stress. The analysis did not show any other deviations that could be related to the clinical complaint. The measurement values of the measurement of the extension and retraction length of the fixation screw were within their specifications. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.